Event description:
The pt reported that subsequent to the implant of a portegen sling for treatment in 1998, pt experienced pelvic pain, numbness in pt's left inner leg, odor, vaginal discharge, voiding difficulties, urinary retention, urinary tract infections and dyspareunia. Pt also reported continuing incontinence for which pt takes ditropan. The device remains in the pt. Therefore, no failure analysis is available. Without evaluating this device, the co was unable to determine if the device met specifications, and the co was unable to determine the specific relationship of the device to the event. Co's directions for use outline as potential complications: "urinary retention or temporary or permanent lower urinary tract obstruction may result from over correction induced during a urethral sling procedure...infection..."